Event description:
Event description boston scientific received information that this right ventricular lead exhibited high out of range impedance values. Evaluation of the lead with fluoroscopy revealed a lead fracture near the cfr region. The lead was surgically abandoned and replaced.